Event description:
The customer reported that a pt had an unexpected refractive error after cataract surgery with an intraocular implant. When comparing measurements to the iol master, the physician suspects that the equipment displays incorrect diopter results.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).